Event description:
During insertion of the swan ganz catheter the balloon would not inflate properly. The catheter was removed intact. A new swan ganz catheter was obtained and inserted. The pt did not have any injury or adverse outcomes.